Event description:
Rec'd info stating customer rec'd a low power alarm indicating that the pump required charging. The pump ultimately shutdown. The customer charged the battery and the pump resumed. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted. The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges.